Manufacturer narrative:
(B)(4). It was later confirmed by the customer that they inspected the device themselves and observed that a battery pin was loose. Loose or damaged battery pins can cause an unexpected loss of power. The customer advised that the loose battery pin was then tightened which resolved the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device was not returned to physio-control for evaluation. (B)(4).

Event description:
The customer contacted physio-control to report that their device was cycling power by itself continuously. In order to stop the device from cycling power, the customer had to remove the device's batteries. There was no patient use associated with the reported event.